Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 and corrected information in e.1 and e.3. Investigation: the blood bag set was not returned for evaluation. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. Shipping testing was performed on the reserve samples from the reported lot number. The reserve samples were also visually examined, and the solution volume and solution composition were tested with no abnormalities noted. All product conformed to the established specification. Regarding the reported lot number, we reviewed whether there had been any complaints reported by other customers. The results revealed that complaints against wbc contamination associated with this lot number had not been reported by any other customers as of (B)(6) 2020. Root cause: we reviewed the manufacturing record and the testing and inspection record of the reported lot number; however, we did not find any abnormalities and we were not able to identify the cause of the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The collection set is not available for return because it was discarded by the customer.